Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamper sea and housing intact. Upon inspection, the customer's reported issue could not be duplicated. Investigation found possible malfunction of the downstream sensor, it was replaced as a preventive measure and upstream sensor re-calibration.

Event description:
It was reported that when the customer was attaching the cassette to the pump, a "no disposable, pump won't run" alarm went off. No patient injury.